Event description:
The clinic reported that they had two laser vision correction patients which received an over correction of over two diopters in one eye each from the planned treatment. Other patients treated on the same treatment days were fine. The clinic performed an internal review and indicated that they are attributing these over-corrections to the history of rigid contact lens use by both patients.

Manufacturer narrative:
(B)(4). The clinic indicated that they resolved the issue internally and did not require field service or clinical support. The clinic does not suspect the equipment as the cause of the issue. All pertinent information available to amo has been submitted.